Manufacturer narrative:
During inspection and testing at an olympus service center, foreign material was found in the nozzle which caused it to be clogged, resulting in the reported issue of the air and water flow from the scope was interrupted. In addition, service found the following issues: there was reduced angulation due to the angle wires being stretched, the connector was discolored, white spots were present on the image due to a pixel error of the charge-coupled device, and scratches were present on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the air and water flow from the scope was interrupted. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle). There was no harm or user injury reported due to the event. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
Correction to date received by manufacturer of the initial medwatch. The aware date should be 10-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: brush was broken while the a/w (air/water) valve was brushed and bristles entered in the a/w nozzle. Therefore, the nozzle was clogged. Reprocessing with using non-lint free gauze caused the lint entered a/w channel and e clogged in a/w nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·reprocessing manual_ function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t) _ inspection: confirm that the brush head and the metal tip of the distal end are securely attached. Check the brush head for loose or missing bristles. Channel-opening cleaning brush (mh-507) _ inspection: check the brush head for loose or missing bristles ·preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Manually cleaning the endoscope and accessories: cleaning the external surface, immerse the endoscope in the detergent solution, thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Brushing the channels. Warning: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.